Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Also, the system showed high and low out of range pacing impedances with over sensed noisy signals and sometimes under sensing on the atrial electrogram. Additionally, crt-d delivered inappropriate anti-tachycardia pacing (atp) due to an atrial originated arrhythmia. The patient was taken to consult, and nothing has been done at this time. The crt-d and the ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Also, the system showed high and low out of range pacing impedances with over sensed noisy signals and sometimes under sensing on the atrial electrogram. Additionally, crt-d delivered inappropriate anti-tachycardia pacing (atp) due to an atrial originated arrhythmia. The patient was taken to consult, and nothing has been done at this time. The crt-d and the ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Also, the system showed high and low out of range pacing impedances with over sensed noisy signals and sometimes under sensing on the atrial electrogram. Additionally, crt-d delivered inappropriate anti-tachycardia pacing (atp) due to an atrial originated arrhythmia. The patient was taken to consult, and nothing has been done at this time. The crt-d and the ra lead remain in service. No adverse patient effects were reported.